Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirted out of the tubing during filling. Customer changed the infusion set and it had a kinked cannula the customer¿s blood glucose was 478 mg/dl when they woke up in the morning. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip during prime process. Customer was instructed to hold fill until insulin begins to exit continuously out of the tubing. Customer states insulin did not continue to drip after the motor stopped. The infusion set was replaced and will be returned for analysis.